Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the high bg issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Customer reverted to a alternate method if insulin delivery. Additionally, it was reported that the customer blood glucose (bg) was over 500 mg/dl. Customer declined to provide any additional information regarding the elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.